Event description:
Lifeshield primary set list no 20669-28 lot 20 080 4w piggyback with backcheck valve, 2 clave y-sites, 0.2 micro filter, 100 inch, nondeph product was removed from unopen packaging. After tubing was primed, a crack and leak were discovered in the white portion of the backcheck valve. Tubing was removed and replaced with another set.